Event description:
Per the clinic, the patient sustained a head injury on (B)(6) 2013, resulting in a failure of the internal device. Additional information has been requested but has not been made available as of the date of this report. Explant and reimplantation is planned but has not taken place at the time of this report (B)(4) 013.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted (date not reported) and the patient was reimplanted with another device during the same surgery. This report is filed november 18, 2013. Device not received yet for evaluation.

Manufacturer narrative:
(B)(4).